Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records could not be reported as we were not provided with the product codes and lot numbers. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. Device history lot null. Device history batch null . Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Asr litigation records received alleging feeling of heeling, headaches, pain, elevated blood chromium and cobalt levels, malaise, pressure fluctuations, injury, hypertension, coxalgia, walking difficulty and armd caused by erosion of the metal prosthetic components. It was indicated that the patient's blood cobalt levels were beyond 20 ug/l. Doi: (B)(6) 2010 - dor: not revised (left hip).